Manufacturer narrative:
As the device was received in a condition was contradictory to the complaint description. The returned marksman catheter found broke /separated in two segments. This condition was not reported initial from the customer. Additionally, the catheter body was found to be kinked and accordioned. The elliptical wire was found to be extending from the damaged ends. No issues were found with the micro catheter hub or distal tip. We were unable to determined the cause of catheter separation. The cause for the damage could not be determined. It is possible the damages occurred when the customer attempted to advance/retrieve the guidewire through the marksman catheter against resistance. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that resistance was encountered when the guidewire was advanced within the marksman catheter lumen. The catheter was the resistance encountered at distal. Therefore, the catheter was replaced with another new product and the operation was completed without problems. There was no problem with the guidewire. No patient injury was reported. Evaluation of the returned device found that the marksman micro catheter separated in two segments.